Manufacturer narrative:
Cuozzo s, marzano a, martinelli o, et al. Early experience with inner branch stent¿graft system for endovascular repair of thoraco-abdominal and pararenal abdominal aortic aneurysm. Diagnostics. 2024;14(23):2612. Doi:10.3390/diagnostics14232612.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the literature article provided a date range from may 2021 until march 2023. Therefore we indicated the date of event as march 31, 2023. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3, h6 codes b22, c21, d16: the author of the literature article was contacted for further information. Further results will be shared with the next report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: cuozzo s, marzano a, martinelli o, et al. Early experience with inner branch stent¿graft system for endovascular repair of thoraco-abdominal and pararenal abdominal aortic aneurysm. Diagnostics. 2024;14(23):2612. Doi:10.3390/diagnostics14232612. This aim of the study was to evaluate the technical and clinical outcomes of patients that underwent endovascular repair using of the e-nside stent graft (artivion inc.) For thoraco-abdominal aortic aneurysm (taaa) and pararenal abdominal aortic aneurysm (paaa) between (B)(6) 2021 and (B)(6) 2023. There were 22 patients [mean age 75.9, 16 males] in this study. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was used as a bridging stent in all cases. Outcomes related to the vbx stent included type iii endoleak (el) in 2 patients at one year follow up. One patient underwent elective tevar and the other patient declined additional procedures. 1 patient experienced celiac trunk (CT) and left renal artery (lra) occlusions before the secondary intervention, due to the improper apposition of the graft fabric over the ostium. On request, the author provided additional information: the author stated, that the type iii els were detected between proximal thoracic stent-graft and e-nside stent-graft (type iiia) and not in the vbx stent. Further the author stated that they encountered a type ic el caused by target vessel instability in the right renal artery (rra). The author believed that this complication was primarily related to an inadequate distal landing zone in the rra, achieved during the index procedure (short rra with early bifurcation), rather than being directly attributable to the use of the vbx stent. The author confirmed, that a elective relining procedure with the implantation of an additional vbx stent was performed for the type ic el. According to the author the CT and lra occlusions, using the e-nside stent-graft were due to inadequate apposition of the graft fabric over the ostia of the target vessels. Preoperative computed tomography angiography (cta) revealed a severe stenosis of the CT, whereas the left lra occlusion was attributed to this inadequate apposition, which was related to the larger distal diameter of the branched stent graft at its distal end.

Event description:
The following literature article was reviewed: cuozzo s, marzano a, martinelli o, et al. Early experience with inner branch stent¿graft system for endovascular repair of thoraco-abdominal and pararenal abdominal aortic aneurysm. Diagnostics. 2024;14(23):2612. Doi:10.3390/diagnostics14232612. This aim of the study was to evaluate the technical and clinical outcomes of patients that underwent endovascular repair using of the e-nside stent graft (artivion inc.) For thoraco-abdominal aortic aneurysm (taaa) and pararenal abdominal aortic aneurysm (paaa) between may 2021 and march 2023. There were 22 patients [mean age 75.9, 16 males] in this study. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was used as a bridging stent in all cases. Outcomes related to the vbx stent included type iii endoleak (el) in 2 patients at one year follow up. One patient underwent elective tevar and the other patient declined additional procedures. 1 patient experienced celiac trunk (CT) and left renal artery (lra) occlusions before the secondary intervention, due to the improper apposition of the graft fabric over the ostium. On request, the author provided additional information: the author stated, that the type iii els were detected between proximal thoracic stent-graft and e-nside stent-graft (type iiia) and not in the vbx stent. Further the author stated that the hospital encountered a type ic el caused by target vessel instability in the right renal artery (rra) (implant date of the vbx stent: february 28, 2022). The author believed that this complication was primarily related to an inadequate distal landing zone in the rra, achieved during the index procedure (short rra with early bifurcation), rather than being directly attributable to the use of the vbx stent. The author confirmed, that an elective relining procedure with the implantation of an additional vbx stent was performed for the type ic el. According to the author the CT and lra occlusions, using the e-nside stent-graft were due to inadequate apposition of the graft fabric over the ostia of the target vessels. Preoperative computed tomography angiography (cta) revealed a severe stenosis of the CT, whereas the left lra occlusion was attributed to this inadequate apposition, which was related to the larger distal diameter of the branched stent graft at its distal end. Further the author stated, that per the hospital's standards, temporary aneurysm sac perfusion (tasp) was performed to reduce the risk of spinal cord ischemia (sci). Thus no bridging stents were placed in the CT and lra during the index procedure. Both inner branches of the CT and lra remained patent, resulting in continued perfusion of the aneurysmal sac. To achieve complete aneurysm exclusion, the branch cuffs were subsequently occluded with vascular plugs; amplatzer vascular plug (abbott), cera¿ vascular plug (lifetech scientific) via a brachial approach.

Manufacturer narrative:
A2: the mean age of 75.9 years was entered as 76 years for this case. A3: male was entered as the patient gender as the majority were males. H3 other; h6 codes b20, c20, d15: a lot number/serial number was not provided, therefore a review of the manufacturing records could not be completed. Additionally, no items were returned for evaluation (device, clinical images). As a result, further investigation could not be performed and the investigation is complete. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. In the instructions for use (IFU) for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to (shown in english alphabetical order): ¿ endoleak and/or endotension.